Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced issue with 5 infusion sets cannula being kinked on (B)(6) 2024. The set was found to be kinked within 3 hours of insertion. The site of insertion was located at abdomen. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).